Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had issue with sets and reservoirs leaking. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that within the list month wasted insulin draw the 300 units into the reservoir when they draw it out was not come off. Customer stated they cannot remove the ball referring to insulin bottle, the reservoir was not disconnect causing the insulin to pour out. Customer mentioned that they had an issue with the batteries not showing full had to remove it several times removing the battery reinserting it, requesting a replacement insulin pump along with belt clip. The device will not be returned for analysis.